Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #309623. Lot #4303339 and 5038159. Verbatim: rcc received a complaint via email. This lot has already been investigated for sub-category/defect ¿primary packaging- difficult to open¿ under (B)(4) /bd inv (B)(4). Please confirm that this previous investigation can be used for the following report: (B)(4) - gattex ¿ primary packaging ¿ difficult to open. Bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch) bd catalogue: 309623 bd syringe lot number(s): 4303339 and 5038159. Takeda awareness date: 18dec2025. Date of occurrence: unknown. Complaint description: patient reports defective product with administration syringes that come with the gattex ancillary supply kit. Patient reports that they tried to tighten the syringe then pull the cap off but the needle keeps popping off. Patient reports 15 of the syringes in the box are having issues so far. Vial of gattex is ok, patient just having issue with administration needle/ syringes but without those patient cannot inject med. Patient has missed a dose or will miss a dose within 48 hours. It is not recommended for patient to miss doses of gattex as they state that without the med their symptoms increase/ flare. Product: gattex. Country of origin. Sample / photo availability: sample/pictures are not available. Ae: ae reported for missed dose. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: potential root cause for the shield tight defect is associated with the assembly process. Most likely too much pressure was applied when applying the needle to the syringe. The complaint is associated with a known issue for this machine during this timeframe. Quality has previously reviewed, evaluated and investigated this failure mode. The following corrective actions were recently completed. - a quality alert sent out to the plant. Completed: 01/15/2025 - re-education of all associates on this production line to applicable work instruction and video for proper procedure for syringe with needle visual inspection. Completed: 02/20/2025. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.